Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide cath: hyperion 6fral1. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly tortuous, and moderately calcified de novo lesion in the proximal right coronary artery. Prior to use, the 5.0x8mm nc traveler rx balloon dilatation catheter (bdc) was prepped per the instructions for use. The bdc was advanced to the lesion without any issues; however; the balloon ruptured at 14 atmospheres. The procedure was successfully completed with a non-abbott bdc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.